Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated cc magnesium result of > 3.90 mmol/l was generated. The sample was repeated and a result of 0.52 mmol/l was generated. The sample was also repeated on a second analyzer and a result of 0.52 mmol/l was generated. The elevated result was not reported. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium, 07d70-80, (B)(6) to architect c16000 system, 03l77-01, (B)(6).